Manufacturer narrative:
Upon follow up it was reported the patient experienced peritonitis manifested by cloudy fluid. The cause of the event was unknown. On an unknown date, the patient was hospitalized for the event. On an unreported date, the patient was treated with amikacin injection (250 mg, intraperitoneal, frequency and duration not reported) and vancomycin injection (intraperitoneal, route, duration and frequency were not reported) for peritonitis. Pd therapy was ongoing. The patient was recovered from the event and was discharged from the hospital. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced cloudy effluent and abdominal pain. The cause and treatment were not reported. It was not reported if the patient was hospitalized for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.